Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that "the catheter guidewires break down while in use". This complaint was submitted with minimal information and no additional information is expected.